Event description:
The article, "percutaneous closure of postoperative residual ventricular septal defects, including dehiscence of surgical patches", was reviewed. The article presented a case study of a 7-year-old male patient with multiple isolated ventricular septal defects (vsd). It was reported that on an unknown date, a 6-4mm amplatzer duct occluder ii was chosen for off label use to close a ventricular septal defect associated with a previously implanted pericardial patch. At an unknown date post-procedure, the device had embolized into the pulmonary artery. A decision was made to retrieve and explant the device via transcatheter snare. The patient underwent redo-surgery to treat the vsd. [(B)(6)].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous closure of postoperative residual ventricular septal defects, including dehiscence of surgical patches.

Manufacturer narrative:
As reported in a research article, a 6-4mm amplatzer duct occluder ii was chosen for off label use to close a ventricular septal defect associated with a previously implanted pericardial patch. At an unknown date post-procedure, the device had embolized into the pulmonary artery, requiring retrieval of the embolized device via transcatheter snare. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was retrieved via snare. The reported off-label use was due to using the device for ventricular septal defect. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use the amplatzer¿ duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus. Codes added: h6: medical device problem code: 1494 off label use. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous closure of postoperative residual ventricular septal defects, including dehiscence of surgical patches.